Manufacturer narrative:
Reported event of stent positioning issue. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was used during an esophagogastroduodenoscopy (egd) with stent placement on (B)(6) 2013. According to the complainant, the indication for the stent placement was treatment of a 3cm stricture in the mid esophagus due to esophageal cancer. Reportedly, the stricture was tight and had been dilated prior to the stent placement. During the procedure, the stent was able to be deployed but immediately following deployment the stent migrated proximal to the mouth of the patient. The physician removed the stent from the patient using a rat tooth forceps. The procedure was not completed and was rescheduled for (B)(6) 2013. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be ¿ok.¿